Event description:
The account alleged that the auxiliary power plug is shooting of sparks.

Manufacturer narrative:
The technician found no visible damage or exposed wiring on the auxiliary outlet. He replaced both the cord and the outlet to repair the bed.